Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), and product type: recharger. Product ID: 97745nt, and serial# (B)(6). H3: analysis of the controller found replaced cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Replaced scratched accent band. Cleaned charger rtm connector. Excellent recharge status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, lot/serial# (B)(6), product type recharger product ID 97745nt, lot/serial# (B)(6), product type h3: analysis of the recharger (product ID 97755-s serial# (B)(6)) found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were recharging their implant and the controller quit working and they got the message replace the controller battery soon. Patient mentioned they received the same message a couple times before. During the call, agent walked patient through resetting their controller; patient confirmed controller powered on with 'data has been lost repeat set up process'. Agent walked patient through setting up their controller. Controller showed 90% and implant was 30%. Agent instructed patient to inspect recharger; patient confirmed no damage to recharger cord, recharger plug and recharger paddle/cord area. Agent instructed patient to start a charge session and patient received the 'battery low replace controller batteries soon' message again. Agent reviewed device function and recommended to monitor the issue and to call back if the issue persisted with the replacement recharger. The issue was not resolved. A replacement recharger was sent out. Pt called back to confirm what item they would be receiving, and wanted to make sure a battery would be sent out. Agent reviewed information from prior call with pt and they thought the controller battery wasn't going above 30% from ac power. Agent had pt check battery levels and explained the top battery is for controller and bottom for implant. Pt confirmed the bottom battery, the implant, was the one they had difficulty charging. Agent reviewed again if pt has trouble with charging ins after receipt of recharger to call pats back. Pt called back and reported they received their recharger, and needed assistance starting a charging session for ins. Pt reported they saw the 'replace controller batteries' screen on controller so agent had pt begin charging session by pressing 'ok' which took pt to screen [14] position. After pressing continue, pt confirmed they began charging ins with excellent quality; controller was 100% charged and ins was in yellow/low charge state. Shortly after, controller displayed 'recharging needs attention [52]' and upon unlocking controller, displayed battery low [66]. Agent had pt unplug and re-plug to start again and pt was able to progress again to charging with excellent quality. Pt asked multiple times about the 'stop' option on batteries screen and kept thinking they should press it; agent tried to explain that would only be pressed if they want to end their charging session, but they should let the ins cha rge right now. Agent reviewed if green light is flashing on controller, ins is charging, so they don't need to keep checking screen. Pt will call back if they require additional assistance. Patient called back and was still having issue with charging their implant, and then the controller went completely unresponsive and will not respond to being reset, or being plugged into the ac power supply. Agent had patient reset the controller and plug the controller into the wall, and confirmed it did not turn on or display a green light. A replacement controller was sent out. Pt called back stating they are afraid to pair new controller to implant and do it wrong, they would like to see mdt rep in person. Pt reviewed rep role and offered to assist pt in pairing controller. Pt paired controller to implant successfully.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.